Event description:
Customer received results of 589 mg/dl, 238 mg/dl, and 346 mg/dl on aviva system 1, and a result of 233 mg/dl on aviva system 2 within 10 minutes. Customer took unspecified insulin based on the device result of 233 mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 492198, expiration date 07/31/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.